Event description:
Info was received from the third party rental co that their customer reported the ventilator went vent inop and alarmed while in pt use. The customer reported there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service tech was unable to duplicate the customer reported problem. The service tech reported visual inspection noted loose components within the ventilator and power supply area. Due to those findings, the service tech replaced the power supply as a precaution. Performance verification testing was completed and all tests passed per operating specifications.